Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated when they try to charge the implanted neurostimulator the battery gets really hot/recharger telemetry module (rtm) gets hot. Patient stated this started maybe 6 months ago but they just stopped using it. Pt states she needs it now so wants this to start working. Pt confirmed this was 4-5 months ago, agent put 5 months ago. Patient said they need to get it working again so they are trying to see if someone can meet them at the doctor's office to look at it or exchange it or something maybe next thursday. Patient did not have recharger with them at time of call therefore sn for rtm was not provided. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Analysis of the recharger, 97755, (B)(6), revealed. Analysis found:no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.